Event description:
A customer reported that "over a month ago" he received readings on his adc glucose meter that were lower than he felt. The customer was uncertain of the exact reading(s) or dates. As a result, the customer reported "about a month ago" he "lost vision in left eye due to meter reading low, several blood vessels ruptured." The customer self-treated with unspecified "eye drops". The customer self-presented to his hcp and was advised "his aic reading of 6.2 taken three months ago has now elevated to 9.2". A diagnosis of hyperglycemia was reported. The customer stated "due to his blood sugar elevation, he went to his eye doctor who advised him that he is losing vision in his left eye due to the elevation of his blood sugar that he thought was under control based on the readings he got on his adc meter." On (B)(6) 2012, the customer reported he had an "in depth eye examination", and also reported a reading of 124 mg/dl on his adc meter that was lower in comparison to a reading of 169 mg/dl on a competitor meter. The customer indicated he was given a prescription for a new medication that he had not yet picked up, but did not know "what medication the physician ordered." Several attempts were made to contact the customer for additional information, without success. There is no report of death or permanent impairment associated with this case.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. (B)(4).

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available. The date of the event is unknown. The date listed is the date abbott diabetes care became aware of the event. (B)(4).